Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. Product has been received for investigation. Investigation is ongoing.

Event description:
We were informed that foreign material was noticed in the packaging. The product has not been used. No patient harm occurred.

Event description:
We were informed that foreign material was noticed in the packaging. The product has not been used. No patient harm occurred.

Manufacturer narrative:
In regard to this event, one laser probe was received for investigation. As received, the primary packaging (double pouch) was unopened. Visual inspection revealed that the reported brown spot was in fact a small indentation in the tyvek. Despite the unopened pouches, the protective tray, capillary and nitinol were severely damaged. The product was forwarded to our external manufacturing site for further investigation. It was concluded that the whole pouch was moderately discolored (brownish/yellow). The observed discoloration was probably the result of exposure to (sun)light due to improper storage at the health care facility. The observed damage to the instrument itself suspects that the product suffered some sort of undue impact. Likely, this impact also caused the indentation in the tyvek. Please note that these products are subjected to 100% visual inspection before and after packaging. Device history record review revealed no deviations and a database search showed that no similar complaints were reported on this specific lot previously. In fact, no similar complaints were reported on any lot. Based on the investigation performed, it is concluded that both the indentation and the damage to the instrument must have occurred after the product left the controls of dorc. In addition, based upon the available information issue involved is not considered to be related to the (potential) presence of foreign material in the packaging.

Manufacturer narrative:
The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product will be analyzed in a external laboratory. The outcome of this investigation is awaited. As soon as results are available, the root cause investigation will be finalized.

Event description:
We were informed that foreign material was noticed in the packaging. The product has not been used. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that foreign material was noticed in the packaging. The product has not been used. No patient harm occurred.